Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak in the aneurx, which was treated approximately 6 years post-index procedure with a cuff, could not be confirmed on the films provided. Pre-implant cts were not available for assessment of the pre-implant anatomy, and post-implant cts prior to the intervention were also not available for review of the type ia endoleak. No proximal endoleak was noted. It is possible that disease progression with aneurysm morphology changes over the 6 years of implantation prior to the intervention may have led to a possible distal migration and type ia endoleak, but this could not be confirmed. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An aneurx stent graft system was implanted during the endovascular treatment of a 76mm abdominal aortic aneurysm on (B)(6) 2008. It was reported approximately 6 years post the index procedure the patient underwent an intervention apprto treat a type ia endoleak due to infrarenal neck dilatation where an endurant cuff was implanted proximally within the aneurrx main body. An endurant limb (etlw1620c124e, sn: (B)(6) was implanted to extend the length of the right aneurx limb. No endoleak at that setting. The physician just wanted more length. It was reported approximately 16 years post the index procedure, follow up CT scan was conducted. The physician reviewed the CT and a type ib endoleak was confirmed. Per the physician the cause of the endoleaks was anatomy related due to disease progression in the right common iliac artery and neck dilatation. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: it was reported that an intervention was performed to treat the type ib endoleak. The right hyp ogastric artery was embolized with five coils and an endurant limb was implanted within the existing limb covering the ostium of the right hypogastric artery and landed with the proximal right external iliac artery and the type 1b endoleak resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.